Event description:
A caller reported an issue with their continuous glucose monitor, specifically a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset instructions and guided them through the process. After the reset, the error code did not reappear, and the caller successfully started their sensor session.